Event description:
On (B)(6) 2012, the distributor contacted animas and reported that the pump had no power. The patient reportedly replaced the battery and the pump emitted a sound. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump boots up with two beeps, vibrates, and a blank display. After several minutes, the pump vibrates and sweeping beep with no display. The mcu files were reloaded to pump the pump; during the reload, an error occurred, unable to program the microprocessors. A defective component on the pcb was confirmed on the bench. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).